Event description:
It was reported that patient has been using same site for thirteen years, additionally patient is not following cartridge load instructions for use on (B)(6) 2026 which led to high blood glucose. The high blood glucose level was further managed via hospital visit.

Manufacturer narrative:
A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.